Manufacturer narrative:
The following sections have been updated: b4, b5, g4, g7, h2, h10.

Event description:
It was reported that the patient suffered from metal toxicity and that the patient felt her health was declining. As a result, the implant was removed (along with all other metal that was in her mouth).

Manufacturer narrative:
One t3 non-platform switched tapered implant (bost610) was received for investigation. Visual inspection of the as returned product identified damaged platform and bone residue around the implant. The damaged platform was likely due to the removal process. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. All sterilization activities were conducted with no nonconformities per sterilization record. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: d4: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant was removed due to the patient feeling her health was declining. At the time of this report, no further details were given regarding the reason for the removal. Tooth location 3.